Event description:
It was reported that intermittent undersensing of p waves were observed on the atrial electrograms. Small p wave measurement were noted on lead trend data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.